Event description:
A triple coronary artery bypass procedure was performed during an on-pump procedure. Two saphenous vein grafts (svgs) were anastomosed with aortic connectors, one going to the right side of the heart and the other to the left anterior descending (lad). A y-graft to the diagonal artery was also performed. The aorta was "severely" calcified at implant necessitating the use of femoral instead of aortic cannulaton to avoid aortic manipulation. The symmetry device was chosen since it was felt the aorta should not be cross-clamped due to its condition and since a small area was available without calcification for connector implantation. Angiogram (date unknown) demonstrated both connectors were occluded and the patient underwent reoperation due to a heart attack.